Manufacturer narrative:
Initial.

Event description:
It was reported that the user received an occlusion alert on the ilet while using an infusion set (inset), removed and replaced the infusion set with guidance, and noted no visible cannula abnormality; blood glucose was 306 mg/dl. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included need for infusion set replacement and monitoring. Investigation included call-based troubleshooting and user education regarding infusion set change and post-change monitoring. Investigation of this case revealed an infusion delivery obstruction consistent with an occlusion alarm that resolved after supply change, with no observed cannula defect. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set or site-related occlusion.